Manufacturer narrative:
Concomitant medical products: product ID: 8596sc lot# serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump with baclofen 250 mcg/ml for concentration 108.333 mcg/day for dose, bupivacaine 30 mg/ml for concentration 13 mg/day for dose, dilaudid (hydromorphone) 15mg/ml for concentration 6.5 mg/day for dose, clonidine 900 mcg/ml for concentration and 389.99 mcg/day for dose. It was reported that the reason for call was to get the shutdown code. Therep stated that hcp cut the catheter during a surgery this morning. The surgery was unrelated to the medtronic device or therapy. Technical services inquired if the patient gave consent to the shutdown / the provider, since they could put the pump in minimum rate and revise the catheter. The rep stated that they were wanting the shutdown code. Technical services provided code 3552 per callers request. No symptoms were reported.